Event description:
On (B)(6) 2009, the patient reported that 2 months ago, while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and approximately 8 units of insulin spilled into the cartridge compartment. He dried the cartridge compartment and continued using the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.